Event description:
During the endovascular part of the surgery, the tip from the motarjeme catheter broke off while in use and under fluro. Dr. Used a snare and was able to retrieve the tip. FDA safety report ID # (B)(4).